Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was received without original packaging. A visual inspection noted the proximal end female luer connector was cracked. The device failed a leak test confirming the complaint. A root cause could not be determined however it is believed the female luer connector became damaged after the product left the manufacturing facility. There were no relevant findings detected in the DHR. A retrospective review of twelve months period (apr 2022 to apr 2023) was made for complaints related to the failure mode connector problem, part number l-70, and lot 4223977; one additional complaint was identified.

Manufacturer narrative:
Month and year are known, day is unknown. No information received to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use check, the customer over-tightened the connection part, causing it to be damaged. No patient injury reported. It was reported that no further information will be available for this event.